Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for ast and sodium (na) on a cobas 6000 c (501) module. The initial ast result was 0 u/l. The initial na result was 4.2 mmol/l. These results were reported outside of the laboratory where the physician questioned them. The sample was repeated with an ast result of 30 u/l and an na result of 141 mmol/l. The repeat results corresponded to the previous results for this patient. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer suspected foam on the sample surface and wondered why the instrument didn't produce an alarm. After the customer was provided with information related to how sample detection works on the c501 instrument, they did not request any further investigation of the issue. The investigation was unable to determine a definitive root cause.